Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's spinal cord stimulator is not working/has malfunctioned. Patient needed to find a doctor to help them/to remove the device. Patient provided their weight information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
[Omitted information in pe (B)(4)- not getting good results.] Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the recharger (insr) kept showing a screen with a doctor icon. Patient stated it had been going on for 6 months now. Patient stated there are no letters or codes with the screen. During troubleshooting over the phone, patient stated she was now seeing reposition antenna screen and after a few attempts the insr still did not connect. No symptoms reported. No further complications were reported/anticipated.